Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that the tubing separated and leaked when the nurse was attempting to unwrap the tubing that was around the "unruly patient." And pulled on the set . There was no indication patient harm. Although requested, no further details were provided by the customer for this event.